Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in a hospital setting due to a syncopal episode. Upon review, loss of capture (loc) was suspected as well as atrial undersensing on one beat. The patient was hospitalized. No additional adverse patient effects were reported. At this time, this device system remains in service.